Manufacturer narrative:
Follow-up #1 date of submission 02/20/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/01/2014 with the following findings:the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box revealed no issues related to the complaint. Basal and bolus deliveries were accurately programmed and delivered successfully during evaluation. The pump accurately calculated remaining insulin and accurately recorded boluses in the pump¿s history. The pump successfully passed a delivery accuracy test. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the patient three days there blood glucose varied from 7mmol/l to 25mmol/l at various times with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient changed the site yesterday and the cannula was not bent. The patient denied issues with cartridges, no leaking and no air issues. Customer support (cs) found no mechanical issue with the pump. The patient stated that they change the site every three days, cs reviewed the pump history the patient is not changing it every three days but every five days. The patient is insisting there is an issue with the pump. This report is being made due to a history settings (inaccurate delivery) issue.